Event description:
It was reported that PICC removed due to leakage from hole identified. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr dual lumen powerpicc sv with needleless injection caps. Also received was a broken securacath. Use residue was observed throughout the catheter. A small split was observed between the molded joint and 0cm depth marking. Microscopic inspection of the split revealed granular and uneven edges. Radiating wear marks were observed in the vicinity of the split. The features of the split were consistent with material fatigue due to catheter manipulation such as cyclic kinking. The location of the damage suggested that catheter securements techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC removed due to leakage from hole identified. No other information provided, at this time.